Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that during the trial procedure the patient experienced leakage of cerebrospinal fluid. The device was not activated. The device was later removed and the leak was repaired. The patient has recovered without sequelae.